Event description:
It was reported that the insulin pump had a crack in its display and chipped pieces from its battery compartment. The blood glucose reading was 170 mg/dl. The customer did not know how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched display window, cracked display window corners, broken battery tube threads, and cracked reservoir tube lip.